Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/23/2010 by fax and mail. A completed questionaire was received on 11/30/2010. (B)(4).

Event description:
A purchasing agent reported that one day following intraocular lens (iol) implant surgery, an intraocular lens (iol) was found to be decentered. The surgeon attempted to reposition the lens and he found that the haptic was missing. The iol was exchanged for the same model lens. In a f/u, the surgeon reported that the device did not cause/contribute to the event.